Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, a gore excluder aaa endoprosthesis aortic extender component was implanted. On (B)(6) 2009, the patient underwent treatment for a retroperitoneal bleed originating from the left common iliac artery. Initial angiography showed an occluded right iliac limb from a previously placed stent graft (manufacturer unknown) with a patent femoral-femoral bypass graft in place. It was reported the left iliac limb was patent; however, the distal common iliac artery was ectatic and not excluded with the current endograft (manufacturer unknown). The left common iliac artery was first coil embolized, and a gore viabahn was implanted in the left external iliac artery. A gore excluder aaa endoprosthesis iliac extender component was then implanted in the left common and external iliac artery. Final angiography showed full exclusion of the left common iliac artery aneurysm, no evidence of extravasation, and retrograde filling into the excluded left internal iliac artery. It was reported that post-operatively, the patient was hypotensive, agitated, and tachypnic, and remained unstable due to the retroperitoneal bleed, volume loss, and respiratory failure. It was also reported the patient required prolonged ventilator support, and underwent a tracheostomy. In the 24 hours previous to his death, the patient's respiratory status declined despite ventilator support. The patient's family elected to withdraw support, and comfort measures were supplied. On (B)(6) 2009, the patient reportedly expired due to the retroperitoneal bleed. An autopsy was not performed.